Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl, oxycodone, a numbing medication, and unknown morphine (concentrations and doses unknown) via an implanted pump for non-malignant pain. It was reported the patient¿s pump ¿went crazy¿ and the pump ¿freaked out for a bit.¿ the patient clarified that he felt the pump ¿delivered more medicine than it should have.¿ there was no out of box failure. The event date was ¿somewhere in 2018¿ (specific date was not reported). It was also noted the patient ¿loved¿ his pump. No further complications were reported/anticipated or expected.